Event description:
Received from the FDA a copy of the customer's medwatch report which states: "magnesium sulfate 2 grams programmed into pump to run over 2 hours. Pump was incorrectly distributing medication at the incorrect rate. Medication was infusing too quickly. Noticed pump within 5 minutes. Several attempts were made to reprogram the pump, new tubing used and new channel. Nothing worked. Sent pump to biomed." The customer isn't positive but believes that the magnesium was probably set up as a secondary. Another nurse checked programming and confirmed that the settings were correct. They changed the IV pump and the same issue occurred, so they set it up as basic infusion so that the medication infused correctly. The disposable setup was not saved and the model numbers for the sets is not known. There was no change in the pt's condition, and no pt effect observed.

Manufacturer narrative:
(B)(4). The device was not sequestered by the customer, no failure investigation could be performed. The root cause of the customer's experience was not identified.